Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿foreign material was in the nozzle¿, was confirmed. The component analysis of the foreign material suggests silicone from anti-foaming agent or other chemicals which were used in the endoscopic room. The foreign material was not derived from the device. However, it could not be specified what the root cause of the remaining foreign material was. It was confirmed that the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the device was manufactured. The instructions, operation manual chapter 3 ¿preparation and inspection¿ section 3.3 ¿inspection of the endoscope¿ and instructions, reprocessing manual chapter 4 ¿reprocessing workflow for endoscopes and accessories¿ identifies related verbiage on handling environment which could have prevented the phenomenon. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6). The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to clogging of nozzle, air supply volume did not meet the standard value, due to clogging of nozzle, water supply volume did not meet the standard value, due to clogging of nozzle, water removal ability did not meet the standard value, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to wear of angle wire, the play of upward/downward knob was out of the standard value, adhesive on bending section cover had a chip, adhesive on bending section cover had a crack, adhesive on bending section cover had white-clouded area, switch 4 had wear, protector of universal cord on suction connector side had a scratch, adhesive around objective lens was peeled, objective lens had a chip, objective lens had a scratch, adhesives around light guide lens had white-clouded area, probe cover had a scratch, connecting tube had a scratch, and due to deformation of suction connector, a noise image occurred. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus field service engineer reported (on behalf of the customer) that there was an air and water supply blockage while using the evis lucera elite gastrointestinal videoscope. The device was returned for evaluation. During the device evaluation, it was found that there was foreign objects inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.